Event description:
Leica microsystems received a verbal complaint regarding sub-optimal processing resulting in hard tissue using peloris 11 tissue processor serial number (B)(4) during attendance at a pre-arranged appointment at the histology department of the walter reed national military medical center on (B)(6) 2012. The sub-optimal processing identified by the complainant was derived from the "6 hour protocol" protocols started in retort a at 15:50 pm and in retort b at 17:20 pm on (B)(6) 2012. These protocols comprised 102 and 113 cassettes respectively, based on info entered into the instrument software by the user. On (B)(6) 2012, leica microsystems received info that 35 blocks were not diagnosable and 215 blocks were compromised.

Manufacturer narrative:
Bottle 9 (ipa) was removed from the instrument for 3 seconds at 15:50 pm on (B)(4) 2012, which is not sufficient time to complete manual reagent replacement, and the associated reagent station was reset. Resetting a reagent station sets the reagent concentration to the default value as configured in the reagent types definitions (100% in this case), and resets the number of cassettes processed and the number of cycles and days to zero. However, the actual characteristics of the reagent in bottle 9 (ipa) remained unchanged as follows: concentration (as calculated by the instrument software =91.9%, cycles =50, cassettes = 4480 and days = 34. Bottle 9 (ipa) was subsequently used as the final dehydrant in the "6 hour protocol" protocols started in retort a at 15:50pm and in retort b at 17:20pm on (B)(4) 2012. The consequences of using the ipa in bottle 9 which did not conform to the requirements for the final dehydration step is re-introduction of water into the tissue which cannot be displaced by subsequent processing steps, and contamination of reagents used in succeeding processing steps, ultimately resulting in the sub-optimal tissue processing reported by the complainant. The root cause for the sub-optimal processing reported by the complainant was failure to follow instructions. Specifically, the user failed to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris 11 user manual, which contains the following specific warning in relation to reagent replacement: "always update the station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."